Manufacturer narrative:
Additional information has been provided which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube. The insulin pump was received with no battery in the battery tube.

Event description:
It was reported that the customer had passed away. The cause of death was cardiac arrest, ketoacidosis, and high potassium. The customer had been dehydrated and had not noticed it. The caller stated that the customer's blood glucose at the time of death was high, but did not know the exact value. The caller stated that the customer would not hold anything down and was on pain strips. At night, the customer was tired, relieved themselves on the bed and did not sleep. Their breathing had been shallow and they had fallen out of the bed. An hour and a half later, the customer was not breathing and then there was no heart beat. The paramedics were called and had restarted the customer's heart, had taken her to the hospital, where the customer's heart had stopped again. At the hospital the insulin pump was removed from the customer by the emergency workers. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.